Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope pliers pipe mouth housing deteriorated and detached. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was presumed that irregular stress was applied to biopsy port during user handling, causing the event. However, the root cause of the suggested event could not be conclusively specified. The event can be detected by following the instructions for use (IFU): evis pleuravideoscope ltf-240 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.